Event description:
The pt reported his insulin infusion device shut down without giving an a2 (low power pack warning) or an e2 (power pack depleted) message. He stated the device had a blank screen and was making a clicking sound. He stated the power pack had been in use for at least one month. To troubleshoot, the pt was instructed to disconnect from his infusion headset and remove the power pack. It was discovered the power pack was affected by the recall. The pt stated he was aware of the recall but thought these power packs were corrected ones. The pt was educated on how to distinguish between recalled and corrected batteries and advised to only use corrected batteries. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.